Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The patient reported low prime volume which indicates that the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed no evidence of power loss or ¿load step malfunction.¿ the pump rewind, load, and prime were performed successfully. A force sensor calibration test was performed anc confirmed that the force sensor was detecting force correctly. The pump was opened and no defects were found to the force sensor assembly. Unrelated to the complaint, the pump display screen was found to be faded and discolored; the screen was replaced with a test screen and the display returned to normal. Also unrelated, the up and down arrow buttons were found to be responding intermittently; the keypad was removed and found contamination under the up, down, and contrast button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.